Event description:
It was reported that the user experienced low glucose events and had been announcing breakfast using the ¿less than¿ option exclusively; the care team recommended and assisted with a factory reset and full device setup, including time setting, cgm pairing, cartridge installation, tubing fill, infusion set insertion, and cannula fill. Symptoms included hypoglycemia. With a reported nadir of 62 mg/dl. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.